Manufacturer narrative:
An eval of the device is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that while doing a routine check of a loaner device in-house the MFR found oil coming out of blade mount. There was no pt involvement or adverse consequences related to this event.